Manufacturer narrative:
The reported event of failed to capture and lead fracture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray inspections did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead failed to capture. Lead fracture was suspected. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. There were no patient consequences.